Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions, however during the second visual inspection, reddish material and a hole were observed in the pebax. A magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a persistent atrial fibrilation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was reported by the customer that during the procedure they encountered a force sensor error. No information provided regarding actions taken to resolve the issue. There was no patient consequence. The customer¿s reported force issue has been assessed not reportable since there is no risk to the patient as a result of the procedure delay. On 5/22/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified no physical damage. On 6/4/2019, during a second visual analysis, the catheter was inspected and it was found with a hole on the pebax and reddish brown material inside. The finding of a hole on the surface of the pebax has been assessed as an MDR reportable malfunction.